Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, a patient with severe aortic stenosis was scheduled for subclavian access due to severe pvd and descending aortic calcification. A sapien 3 ultra with commander delivery system was prepped as per IFU. After the 14fr esheath was inserted in right subclavian artery, the commander delivery system was introduced. Some resistance was encountered on insertion of the commander delivery system through the esheath. Under fluoro it was apparent the valve was caught in the esheath; it was assumed that the seam of the esheath was caught on the valve. It was decided to withdraw the entire system as a unit, and the plan was to insert a new esheath. The withdrawal of the system was complicated. It was not possible to withdraw the system and it caught on the artery at the point of insertion. Ultimately the manipulations required to withdraw the system resulted in a transection of the subclavian artery. The vascular surgeon was called for an emergent repair with a conduit. Post conduit repair, the tavi procedure was resumed. A new sapien 3 ultra valve was already prepared in anticipation, and still available. The sapien 3 ultra valve was prepped on a certitude delivery system for insertion through the conduit with a certitude sheath. However, the crimped sapien 3 ultra valve diameter was too big for the loader, and therefore a sapien 3 valve had to be opened. The certitude delivery system, sapien 3 valve and certitude sheath was inserted into the conduit, but it was not long enough to reach the aorta. Therefore, the system had to be retrieved again, and on withdrawal of the crimped valve through the certitude sheath, the valve/delivery system got compromised. For the 4th attempt to implant the valve, a direct aortic approach was chosen with a new certitude delivery system and sapien 3 valve. Using this approach, the valve was successfully implanted. The patient was still intubated at the time of reporting. The valve and his aortic stenosis are doing well. There was a small tear in ij from anesthesia that required another surgery. His other comorbidities are impacting recovery.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), a patient with severe aortic stenosis was scheduled for subclavian access due to severe pvd and descending aortic calcification. A sapien 3 ultra with commander delivery system was prepped as per IFU. After the 14fr esheath was inserted in right subclavian artery, the commander delivery system was introduced. Some resistance was encountered on insertion of the commander delivery system through the esheath. Under fluoro it was apparent the valve was caught in the esheath; it was assumed that the seam of the esheath was caught on the valve. It was decided to withdraw the entire system as a unit, and the plan was to insert a new esheath. The withdrawal of the system was complicated. It was not possible to withdraw the system and it caught on the artery at the point of insertion. Ultimately the manipulations required to withdraw the system resulted in a transection of the subclavian artery. The vascular surgeon was called for an emergent repair with a conduit. Post conduit repair, the tavi procedure was resumed. A new sapien 3 ultra valve was already prepared in anticipation, and still available. The sapien 3 ultra valve was prepped on a certitude delivery system for insertion through the conduit with a certitude sheath. However, the crimped sapien 3 ultra valve diameter was too big for the loader, and therefore a sapien 3 valve had to be opened. The certitude delivery system, sapien 3 valve and certitude sheath was inserted into the conduit, but it was not long enough to reach the aorta. Therefore, the system had to be retrieved again, and on withdrawal of the crimped valve through the certitude sheath, the valve/delivery system got compromised. For the 4th attempt to implant the valve, a direct aortic approach was chosen with a new certitude delivery system and sapien 3 valve. Using this approach, the valve was successfully implanted. The patient was still intubated at the time of reporting. The valve and his aortic stenosis are doing well. There was a small tear in ij from anesthesia that required another surgery. His other comorbidities are impacting recovery.

Manufacturer narrative:
Updated b5 corrected h6 type of investigation and conclusions the device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed similar complaints relating to sheath resistance and no additional similar complaints relating to withdrawal inability. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force) is captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. As the complaint for sheath resistance was unable to be confirmed, a complaint history review is not required. Additionally, the issue has been previously identified in in a product risk assessment (pra) and corrective/preventative action (CAPA), each of which capture root cause analysis for the issue. As the complaint for withdrawal inability was unable to be confirmed, a complaint history review is not required. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure mode is not required at this time. The complaints for sheath resistance and withdrawal inability were unable to be confirmed without the returned device or relevant imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of DHR and lot history did not provide any non-conformances. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. The complaint description states, "some resistance was encountered on insertion of the commander delivery system through the esheath. Under fluoro in was apparent the valve was caught in the esheath, assuming the seam of the esheath was caught on the valve. It was decided to withdraw the entire system as a unit and planned to insert a new esheath. The withdrawal of the system was complicated. It was not possible to withdraw the system and it caught on the artery at the point of insertion." Based on the follow up information, patient had peripheral vascular disease (pvd) and the anatomy did not accommodate a left subclavian approach. Per the procedural training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification" and "from the right side, it is difficulty to be coaxial and centered with the valve mounted on delivery system". It is possible that factors related to vessel diameter, tortuosity, calcification, as well as the angle of insertion may have contributed to the reported resistance. However, as no relevant imagery or information relating to vessel characteristics or insertion angle were provided, this is unable to be conclusively determined at this time. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective/preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As insufficient information was provided, a definitive root cause was unable to be determined at this time. The complaint description states "the withdrawal of the system was complicated. It was not possible to withdraw the system and it caught on the artery at the point of insertion". Access vessel characteristics such as calcification, tortuosity, and undersized vessel diameters can create a challenging pathway for sheath withdrawal. Calcification and undersized vessel diameters can create a restricting condition, while tortuosity can subject the sheath to suboptimal angles. However, as no relevant imagery or information relating to vessel characteristics or insertion angle were provided, this is unable to be conclusively determined at this time. As insufficient information was provided, a definitive root cause was unable to be determined at this time.

Event description:
As reported from our affiliates in canada, a patient with severe aortic stenosis was scheduled for subclavian access due to severe pvd and descending aortic calcification. A sapien 3 ultra with commander delivery system was prepped as per IFU. After the 14fr esheath was inserted in right subclavian artery, the commander delivery system was introduced. Some resistance was encountered on insertion of the commander delivery system through the esheath. Under fluoro it was apparent the valve was caught in the esheath; it was assumed that the seam of the esheath was caught on the valve. It was decided to withdraw the entire system as a unit, and the plan was to insert a new esheath. The withdrawal of the system was complicated. It was not possible to withdraw the system and it caught on the artery at the point of insertion. Ultimately the manipulations required to withdraw the system resulted in a transection of the subclavian artery. The vascular surgeon was called for an emergent repair with a conduit. Post conduit repair, the tavi procedure was resumed. A new sapien 3 ultra valve was already prepared in anticipation, and still available. The sapien 3 ultra valve was prepped on a certitude delivery system for insertion through the conduit with a certitude sheath. However, the crimped sapien 3 ultra valve diameter was too big for the loader, and therefore a sapien 3 valve had to be opened. The certitude delivery system, sapien 3 valve and certitude sheath was inserted into the conduit, but it was not long enough to reach the aorta. Therefore, the system had to be retrieved again, and on withdrawal of the crimped valve through the certitude sheath, the valve/delivery system got compromised. For the 4th attempt to implant the valve, a direct aortic approach was chosen with a new certitude delivery system and sapien 3 valve. Using this approach, the valve was successfully implanted. The patient was still intubated at the time of reporting. The valve and his aortic stenosis are doing well. There was a small tear in ij from anesthesia that required another surgery. His other comorbidities are impacting recovery. As per update received, the patient passed away after a month of hospitalization due to respiratory complications.